Event description:
It was reported by end user hospital to japanese dist that air bubbles were noted in the tubing of the custom kit when contrast media was used. There was no pt injury. One sample will be returned for evaluation.